Event description:
Customer reportedly obtained results of 95 mg/dl, 83 mg/dl, and 171 mg/dl on the aviva test system within 10 minutes. Customer reports eating food to feel better. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home. Aviva test system: strip lot 300415, exp 3/31/08, cat/04528654001.

Manufacturer narrative:
Suspect device: aviva test strips.